Manufacturer narrative:
Information was received from the reporter indicating no deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of this device. Per reporter an issue was alleged against the tubing. Please disregard any reports associated with file mrn 3012307300-2025-01618. Please reference file mrn 9617604-2025-00108 for all details pertinent to this event and related tubing.

Event description:
It was reported that the blood bag took 7-8 minutes to empty when it should have only taken less than a minute. The issue was noticed while using the disposable set on the patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.